Manufacturer narrative:
The reported complaint that "the thermogard xp ivtm system(sn (B)(4)) displayed a "check the following" air trap message upon powering on" was confirmed during functional testing but not in the archive data review. The root cause of the error message was due to a defective air trap sensor block, due to the fluid ingress residue on the sensor board surface. The air trap sensor block was replaced to remedy the fault. During visual inspection, there was no physical damage noted on the ivtm thermogard console. The thermogard console failed the initial functional test. The console displayed a "check the following" air trap message upon powering on. The air trap sensor block was replaced to address the error. Upon review of the event log, no airtrap related error codes were recorded. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(4).

Event description:
During system set up, the customer reported the thermogard xp ivtm system(sn (B)(4)) displayed a "check the following" air trap message upon powering on. When the unit was checked, fluid ingress residue was seen at the air trap sensor pcb. No patient involvement.